Manufacturer narrative:
The investigation into the pump that failed to start during preparation for use has been completed. Impella cp was returned for evaluation. Visually inspected the pump and no biomaterial at outflow, catheter kink or abnormalities with impeller were not observed. Electrical resistance test was done, and all the motor phase values were within normal range. Pump cannula was cutdown to inspect the impeller and scratch marks were observed on the impeller blade surface. Data logs were reviewed, and motor current high pump stop was observed within 5 minutes of start. The cause of the pump did not start issue was use related with pump started with wire in place and scratch marks observed on the impeller blades per field investigation and clinical review.

Event description:
The user facility reported a patient (unknown age, race, gender) noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During pump preparation and prior to insertion, the pump was switched on and immediately a pump stop happened. Pump was replaced successfully.